Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition.  Upon cycling the device, it was noted to be empty and locked out.  The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the scissoring occurred when the device was used for a ligation of the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No clips remained in the device because the device was fired for confirmation by the surgeon out of the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? About 5 to 10 firings. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? There was a possibility. Was any unexpected resistance felt while firing the trigger? Yes. The grasping force of the trigger was higher than usual. Were any unexpected noises heard? Yes. If so, when? The rasping sound was heard while firing. Did anything unexpected happen prior to this incident? Doctor commented that he had used the device as usual. Was the device fired after this incident in or out of the patient? Yes, the device was fired out of the patient. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information.